Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing infusion supplies and eating dinner, with glucose rising to 315 mg/dl and not returning to target; the user disconnected the pump and administered a manual injection of 3 units, planned to reconnect after two hours, and would change the site if glucose rose after reconnection. Symptoms included high blood glucose without reported ketones or acute complications. Outcomes included transient hyperglycemia that lasted about two hours without medical intervention or hospitalization. Investigation included user troubleshooting and education regarding potential infusion set or site issues. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion site or flow issue not confirmed, and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.